Event description:
It was reported that a few weeks following generator implant surgery the patient developed a dehiscence wound. It was noted that the wound was draining from a hole the size of a pin and the generator was protruding. The surgeon did not feel that there was an infection present however he felt it was best to refer the patient to surgery to have the generator replaced and to change the pocket to prevent an infection from developing. Manufacturing records for the generator were reviewed and confirmed that the generator was sterilized prior to distribution. The patient underwent surgery where the generator was replaced and the generator pocket was moved. The explanted generator was discarded following the surgery. Further follow-up found that the physician believed that patient manipulation and/or trauma contributed to the generator protruding and the dehiscence wound that had formed.